Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was not sure if she was getting any insulin. Customer's blood glucose was 350 mg/dl at the time of the incident. Customer stated that the leak occurred on the 2nd day. Customer stated that the reservoir was discarded and not used. Customer stated that she was unsure if the leak was past the 1st or 2nd o-ring. Customer stated that is no air bubble in the reservoir. Customer was advised to change the reservoir. Customer will be sent a replacement infusion set. Customer stated that the reservoir was leaking and she changed her site twice, except for the reservoir that was holding the insulin. Customer stated that she noticed that the reservoir compartment was a bit cloudy. Customer reported that her blood glucose level is now back to normal.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill reservoir testing and found no leakage or air bubble anomalies during filling. Also inspected reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks or air bubbles were noted.